Event description:
Info received indicates there is no communication to the nurse's station.

Manufacturer narrative:
The tech found no communication due to the junction board was inoperative and the communication cable pins were broken. He replaced the junction board and communication cable to repair the bed.